Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection and recurring incontinence. In addition, the patient stated the aus has never worked since implant procedure. A cystoscopy was performed, and no fluid was noted in the balloon; therefore, the device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection and recurring incontinence. In addition, the patient stated the aus has never worked since implant procedure. A cystoscopy was performed, and no fluid was noted in the balloon; therefore, the device was removed and replaced. No further patient complications were reported.